Manufacturer narrative:
A product investigation was performed. The drill bit was received for investigation. The visual inspection has shown that approximately 5 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally, it was detected, that the tip is also untwisted. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure was measured and also within the specification. Based on these findings we exclude any manufacturing related issue. The outer diameter of the devices was measured per relevant drawing and it found to be within the specifications. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Additional classification codes: hsz, gfa, gff. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #513.030/ lot #f-18495. Manufacturing location: (B)(4). Supplier: external supplier: (B)(4). Manufacturing date: 27.jan.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in portugal as follows: it was reported that when the loan set came back from the customer the drill was broken. Surgical delay is reported 10 minutes. No information available about patient condition and outcome. Complaint involves 1 part. This report is 1 of 1 for (B)(4).